Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer received no delivery alarm. The blood glucose level was 165 mg/dl at the time of incident. Customer advised that, she had changed her set 4 times in the past 12 hours. When she removes the cannula, they are straight. Customer is uncomfortable with the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, operating currents test, self test, off no power, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No excessive no delivery alarm. The device was received with minor scratched display window, cracked case at display window corner and stained address or serial number label..